Manufacturer narrative:
H.6. Investigation: no product or photo was returned by the customer. The customer complaint could not be verified due to the product not being returned for failure investigation. A device history record review for model 2426-0007, lot number 20027127 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed and a root cause could not be determined.

Event description:
It was reported that as lvp 20d 3ss cv tubing disconnected and had blood backflow. The following information was provided by the initial reporter: material no.: 2426-0007. Lot no.: 20027127. It was reported that tubing disconnected at port causing back flow to blood. Verbatim: tubing disconnected at port causing back flow to blood.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that as lvp 20d 3ss cv tubing disconnected and had blood backflow. The following information was provided by the initial reporter: material no.: 2426-0007 lot no.: 20027127 it was reported that tubing disconnected at port causing back flow to blood. (B)(6). Tubing disconnected at port causing back flow to blood.